Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this patient suffers from repeated syncope which were diagnosed as seizures. This right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. This patient was dependent and experienced asystole greater than 30 seconds. During another episode, asystole was captured on the electrocardiogram in the emergency department, cardiopulmonary resuscitation was performed on the patient and a temporary pacing wire was implanted. The device was interrogated and normal function was observed. All measurements were stable. An x-ray was performed and a lead fracture was suspected due to the x-ray displaying a tenting of the rv lead in the region of the clavicle. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.